Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), blindness ('loss of vision'), endometriosis ('endometriosis') and genital haemorrhage ('excessive bleeding') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube obstruction. Concomitant products included iodine for fallopian tube obstruction. In (B)(6) 2008, the patient experienced complication of device insertion ("essure device not inserted in the left tube") and loss of consciousness ("lost consciousness when trying to insert the essure device in the left tube"). In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion disability), endometriosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), headache ("cephalea"), amenorrhoea ("amenorrhea"), back pain ("lumbar pain/ backache"), adverse event ("cosmetic damages"), menorrhagia ("menorrhagia"), musculoskeletal disorder ("loss of mobility in the left leg") and renal impairment ("worsening of the renal function"). The patient was treated with surgery (total hysterometry and a bilateral salpingectomy on (B)(6) 2017 to remove essure). Essure was removed on 12-dec-2017. At the time of the report, the pelvic pain, blindness, endometriosis, genital haemorrhage, swelling, metrorrhagia, headache, amenorrhoea, back pain, complication of device insertion, loss of consciousness, menorrhagia, musculoskeletal disorder and renal impairment outcome was unknown. The reporter provided no causality assessment for adverse event, amenorrhoea, back pain, blindness, endometriosis, headache, metrorrhagia, pelvic pain and swelling with essure. The reporter considered complication of device insertion, genital haemorrhage, loss of consciousness, menorrhagia, musculoskeletal disorder and renal impairment to be related to essure. Quality-safety evaluation of ptc: for provision of quality safety evaluation . Most recent follow-up information incorporated above includes: on 11-may-2020: new adverse events (lost consciousness when trying to insert the essure device in the left tube; excessive bleeding; menorrhagia; loss of mobility in the left leg; worsening of the renal function and essure device not inserted in the left tube). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), blindness ("loss of vision") and endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion disability), endometriosis (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), headache ("cephalea"), amenorrhoea ("amenorrhea"), back pain ("lumbar pain") and adverse event ("cosmetic damages"). The patient was treated with surgery (total hysterometry and a bilateral salpingectomy on (B)(6) 2017 to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, blindness, endometriosis, swelling, metrorrhagia, headache, amenorrhoea and back pain outcome was unknown. The reporter provided no causality assessment for adverse event, amenorrhoea, back pain, blindness, endometriosis, headache, metrorrhagia, pelvic pain and swelling with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.577 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('excessive bleeding'), blindness ('loss of vision') and endometriosis ('endometriosis') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube obstruction. Concomitant products included iodine for fallopian tube obstruction. In (B)(6) 2008, the patient experienced complication of device insertion ("essure device not inserted in the left tube") and loss of consciousness ("lost consciousness when trying to insert the essure device in the left tube"). In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion disability), endometriosis (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), headache ("cephalea"), amenorrhoea ("amenorrhea"), back pain ("lumbar pain/ low back pain"), adverse event ("cosmetic damages"), menorrhagia ("menorrhagia"), musculoskeletal disorder ("loss of mobility in the right leg") and renal impairment ("worsening of the renal function"). The patient was treated with surgery (total hysterometry and a bilateral salpingectomy on (B)(6) 2017 to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, blindness, endometriosis, swelling, metrorrhagia, headache, amenorrhoea, back pain, adverse event, complication of device insertion, loss of consciousness, menorrhagia, musculoskeletal disorder and renal impairment outcome was unknown. The reporter provided no causality assessment for adverse event, amenorrhoea, back pain, blindness, endometriosis, headache, metrorrhagia, pelvic pain and swelling with essure. The reporter considered complication of device insertion, genital haemorrhage, loss of consciousness, menorrhagia, musculoskeletal disorder and renal impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: no new clinical information, imdrf-FDA codes update. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('excessive bleeding'), blindness ('loss of vision') and endometriosis ('endometriosis') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube obstruction. Concomitant products included iodine for fallopian tube obstruction. In (B)(6) 2008, the patient experienced complication of device insertion ("essure device not inserted in the left tube") and loss of consciousness ("lost consciousness when trying to insert the essure device in the left tube"). In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion disability), endometriosis (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), headache ("cephalea"), amenorrhoea ("amenorrhea"), back pain ("lumbar pain/ backache"), adverse event ("cosmetic damages"), menorrhagia ("menorrhagia"), musculoskeletal disorder ("loss of mobility in the left leg") and renal impairment ("worsening of the renal function"). The patient was treated with surgery (total hysterometry and a bilateral salpingectomy on (B)(6) 2017 to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, blindness, endometriosis, swelling, metrorrhagia, headache, amenorrhoea, back pain, adverse event, complication of device insertion, loss of consciousness, menorrhagia, musculoskeletal disorder and renal impairment outcome was unknown. The reporter provided no causality assessment for adverse event, amenorrhoea, back pain, blindness, endometriosis, headache, metrorrhagia, pelvic pain and swelling with essure. The reporter considered complication of device insertion, genital haemorrhage, loss of consciousness, menorrhagia, musculoskeletal disorder and renal impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), blindness ("loss of vision") and endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion disability), endometriosis (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), headache ("cephalea"), amenorrhoea ("amenorrhea"), back pain ("lumbar pain") and adverse event ("cosmetic damages"). The patient was treated with surgery (total hysterometry and a bilateral salpingectomy on (B)(6) 2017 to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, blindness, endometriosis, swelling, metrorrhagia, headache, amenorrhoea and back pain outcome was unknown. The reporter provided no causality assessment for adverse event, amenorrhoea, back pain, blindness, endometriosis, headache, metrorrhagia, pelvic pain and swelling with essure. Quality-safety evaluation of ptc: for provision of quality safety evaluation . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.